Event description:
The pump was returned for investigation. Investigation revealed the pump booted to a faded display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the display screen was found to be dim upon booting up the device. During the course of examining the returnded device, the display screen was removed and replaced. The new display screen was bright and clear.